Event description:
It was reported that the sharps coll asia 1.4l yellow lid latch was broken. The following information was provided by the initial reporter: "catch of the cap easily broken"

Manufacturer narrative:
H6: investigation summary: photos were received from customer of the reported cap that was reported broken and the complaint has been verified. The DHR shows no issues with this lot/production. The root cause of this failure is unknown due to no physical sample available for investigation. Possible root causes include accidental stress of the joint or shipping issues with the lid that may have led to stress at the joint. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sharps coll asia 1.4l yellow lid latch was broken. The following information was provided by the initial reporter: "catch of the cap easily broken"